Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.

Event description:
The perfusionist reported that during the procedure while the circulation pump was on, he observed air bubbles moving across the sealed area on the disposable cassette. This could pose a potential water-to-blood leak scenario. As a precaution the pt was given additional antibiotics and watched for any infection. The disposable cassette was returned to the manufacturer for analysis. There have been no pt complications reported as a result of this alleged event.